Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the computer of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The computer for the navigation system was returned to the manufacturer for evaluation. Testing found that the computer would display a sr manager failure as reported and that the computer would restart without prompt from the user after a few minutes. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system displayed a sr manager failure message while in digital intercommunication of medicine (dicom) query retrieve (q/r). It was reported that the navigation system could enter application software as designed. There was no patient present when this issue was identified. No additional information was provided.